Event description:
Customer reported visiting the emergency room and hospitalized in the intensive care unit with a blood glucose level of 500-600 mg/dl and high ketones that were not identified as dangerous by a healthcare provider. Cause was unknown. The customer administered a manual dose injection and received intravenous fluids of saline and insulin treatment that successfully addressed the issue. The customer was discharged on (B)(6) 2025 with no permanent damage. No problems were identified with the pump system during a check by technical support.